Manufacturer narrative:
(B)(4). The customer returned one 3-lumen cvc for evaluation. The catheter body had been cut. The separated portion of the catheter body was not returned for evaluation. The distal luer hub of the returned catheter was also separated. Visual examination revealed that part of the distal extension line was still inside the luer hub. The point of separation was rough and jagged indicating excessive force caused the breakage. Signs of use in the forms of biological material and sutures were observed on the catheter. No other anomalies were found. The returned catheter body was cut 140mm from the juncture hub. The distal extension line was separate at 83.25mm from the juncture hub. The outer and inner diameter of the distal extension line were measured and were found to be within specification. A manual tug test confirmed the two remaining extension lines were fully secured within the luer hubs. A device history record review was performed with no relevant findings. The IFU provided with the kit warns the user "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained, and further consultation requested." The customer report of a separated luer hub was confirmed by complaint investigation. The distal extension line of the returned catheter was torn and the luer hub was torn and separated. The extension line passed all relevant dimensional inspection and a device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the report that this event occurred during repositioning of the patient, it was determined that unintentional user error, likely contributed to by patient movement, caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: the cvc luer hub displaced from the cvc line when rolling a patient. Unsure if the line was caught in the bed rail during rolling process. Cvc line replaced.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The customer reports: the cvc luer hub displaced from the cvc line when rolling a patient. Unsure if the line was caught in the bed rail during rolling process. Cvc line replaced.